Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, 05.50 diopter, during the same surgery due to the doctor noticed a small damage in the lens while injecting and manipulating the lens in the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Claim# (B)(4).